Manufacturer narrative:
(B)(4). The current pump software was incapable to manage too many wireless data packages. The pump received too many wireless data packages (udp) which required processing too many wireless tasks, including wireless authentication for eap/tls, in a finite period of time. This may overload the pump processor, which can interrupt critical processes exceeding their time limits and subsequently sending the pumps into an alarm/lockup state. To prevent reoccurrence of this issue, the software code is being modified to optimize the pump data management activities to prevent the processor overload condition. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved was not been received for evaluation and the pump logs were not received for review. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). Pending evaluation. A follow up report will be submitted when more information becomes available.

Event description:
During (B)(6) 2016, the (B)(6) health network experienced repeated occurrences of 621- 400es "outlook 400es" infusion pumps issuing high pitched alarms, halting infusions and becoming non-responsive to keypad pushes (only the power button could be used to silence the alarm). The issues occured on the 3rd floor of the (B)(6). Other floors and care areas in the (B)(6) as well as the (B)(6)campus have been unaffected by this issue.